Manufacturer narrative:
Philips service replaced the geometry module, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a faulty joystick in the geometry module required replacement of the control module tilt cr on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.